Event description:
Patient's wife reported patient had exacerbation of parkinsons symptoms on (B)(6) 2026 due to pump failing to work overnight. Pump replacement is being worked on and md is not aware but patient has appointment coming up in next few weeks. Unknown if pump is available for return. No further information provided. Pump serial/lot number is unknown. Start date of vyalev is unknown; cvs first shipped vyalev to patient on (B)(6) 2026. Indication: parkinson's disease without dyskinesia, without mention of fluctuations.